Event description:
On august 11, 2006, the lay user/patient contacted lifescan alleging that her one touch ultra was reading inaccurately low compared to the hospitals's device. The technical service rep (tsr) spoke with the patient on august 14 and 17, 2006 to obtain/verify the following information. Before developing the symptoms in 2006, the patient reportedly was getting meter readings "around 12-13 mmoi/l" on unspecified dates. At the time of testing, the patient did not perceive the meter readings to be inaccurate. The tsr verified that the meter was correctly set to "mmoi/l", an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. On the same day, the patient "slowly" developed symptoms of feeling faint, slurred speech, out of breath, and thought she was having a heart attack. She reportedly had these symptoms off and on for two days and felt generally tired. She tested on her meter at unspecified dates/times while experiencing the symptoms and recalled getting meter readings "around 12-13 mmoi/l" and felt that the meter readings were accurate at the time. The patient did not take any actions to treat her symptoms and did not make any changes to her diet or medications. Two days later, at 1pm, the patient was admitted to the hospital, obtained a "29 mmoi/l" on the hospital's device, and was treated with insulin. The patient was hospitalized sixteen days in 2007, and just learned that she had a kidney infection six days later. The patient tests 4 times a day and takes 2 pills of metformin around 12pm and 6-7pm and was not advised to make any changes to her medication regimen after the hospital stay. Based on the provided information, this complaint is being reported because the patient obtained lower meter readings compared to the hospital's device. The patient was hospitalized, where she was treated for hypoglycemia. Her diagnosis was a kidney infection. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.